Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sleepy. A patient reported their diabetes is agitated because meter says clean test area. Their meter allegedly would only prompt the clean test area message. Unable to get results on the meter. There was no comparison. Not treated. No information has been reported.